Manufacturer narrative:
B3: publication date used for event date. D6: study start date used as implant date. The devices were not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling was completed. Iop increase and edema are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Iop increase and edema are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of the article titled, "a randomized controlled trial comparing streamline canaloplasty to trabecular microbypass stent implantation in primary open-angle glaucoma." Reportedly, following cataract plus trabecular microbypass stent system procedures in (B)(4) operative eyes, the following postoperative events occurred. Per report, (B)(4) eye presented with early mild corneal edema associated with transient elevated intraocular pressure (iop) which resolved with topical medication; (B)(4) eye presented with early increased intraocular pressure (iop) which resolved without sequelae following paracentesis tap and topical medication; and (B)(4) eye presented with mild cystoid macular edema which resolved with topical treatment. Additional information has been requested. Reference doi: 10.2147/opth.s481945.